Manufacturer narrative:
Age at time of event: 18 years or older (B)(4).   Device evaluated by MFR.: returned product consisted of a threader balloon catheter. The balloon was loosely folded. The outer shaft, inner shaft, balloon and tip were microscopically examined. The tip is damaged. The balloon has a pinhole at the markerband. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage and the reported difficulty. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2018. It was reported that crossing difficulties were encountered. A 1.2mm x 12mm threader balloon catheter was advanced but failed to cross the lesion. The procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the and patient's status was good. However, returned device analysis revealed balloon pinhole.